Event description:
It was reported that the device exhibited myopotential oversensing resulting in non-sustained right ventricular oversensing (nsrvo) episodes. Programming changes were made. The patient was asymptomatic.